Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The cartridge plunger got stuck on the piston rod and the insulin leaked into the cartridge compartment. The issue occurred again on 01/15/2024.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.